Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 493784, mfd. 12/02/2016, expires 2021-12, (B)(4); 2nd (second): ifuse implant, p/n 7035-90, lot# 493723, mfd. 07/13/2016, expires 2021-07, (B)(4); 3rd (inferior): ifuse implant, p/n 7035-90, lot# 493723, mfd. 07/13/2016, expires 2021-07, (B)(4).

Event description:
The patient had right side si joint arthrodesis in (B)(6) 2017. The patient complained of radicular leg pain following the procedure. The surgeon determined that the cephalad implant had breached the neuroforamen and was irritating the nerve root. Four days after the initial procedure, the surgeon performed a revision surgery where he removed the cephalad implant and replaced it with a shorter implant and backed out the most caudal implant a few millimeters. The patient's radicular pain symptoms resolved following the revision surgery.